Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation and the root cause was determined to be a cracked cassette. A visual inspection was performed with cracks in cassette noted. Leak testing was performed with a cassette leak noted.

Event description:
A customer reported to baxter, an issue of leakage from tubing of the disposable cassette. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.